Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. Upon opening the suture, the needle was detached from the suture material. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A visual inspection of the scanning electron microscope (sem) photos were performed. The needles exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for an CT-1 needle, which typically fails primarily in a ductile manner.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.